Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of pipeline failure to open and resistance. The patient was undergoing surgery for treatment of a saccular, ruptured, right c6 aneurysm with a max diameter of 2 mm and a 2 mm neck diameter. The landing zone was 3 mm distally and 3.8 mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered at a routine platelet reactivity units (pru) level. The angiographic result post procedure was normal. It was reported that the patient was diagnosed with an intracranial blister-like aneurysm. After the microcatheter was positioned, the operator selected a ped-375-16 for delivery to the target deployment position. During delivery, significant resistance was encountered. After withdrawing the microcatheter, the distal tip end of the stent could not be opened. Following multiple attempts at resheathing and redeployment, the device was then replaced with a ped-375-18, and the procedure was completed successfully. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was not positioned in a bend and less than 50% had been deployed when it failed to open the pipeline was resheathed more than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter, and from the patient. Ancillary devices include a 5f-115 guide catheter.